Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021. Pro code (product code) - lit, dqy.

Event description:
It was reported that the balloon burst. An 8mm x 100mm x 75cm athletis pta balloon dilatation catheter was selected for use in an arteriovenous (av) fistula declot procedure. During the procedure, the balloon was inflated twice. During the first inflation, the balloon was inflated to 22atm. During the second inflation, the balloon was inflated to 26atm and ruptured. The balloon was removed. A non-boston scientific balloon was used to complete the procedure. No patient complications were reported.